Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during a heparin infusion on a pump, the silicone segment leaked. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak in the silicone segment was confirmed. Visual inspection of the set observed that the silicone segment had a tear near the upper fitment. The tear measured 0.1398 inches long. Visual examination under magnification noted no crush mark to the upper blue fitment. Functional and pressure testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The root cause of the tear is unknown.